Event description:
Event description guidant received info that this device was part of a legal action and the pt passed away. Legal records indicate that this device misfired and then failed to fire.